Event description:
It was reported by the sales rep that during donor nephrectomy, on the first firing totally perfect and fine. After the second reload. The retaining cap was on until they loaded with the reload. They removed the stapler retaining cap. The tech closes the jaws of the device and hands it off to the surgeon who places it through the trocar. To remove the kidney. Once down the trocar the surgeon is unable to open the stapler. The rep was not there to confirm if the reverse switch was attempted and the surgical team does not remember. There is no time to trouble shoot the device during the case. A brand new stapler is pulled with a new reload and is able to complete the transection with the new device and new reload. No patient harm was reported.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported by the sales rep that during donor nephrectomy, on the first firing totally perfect and fine. After the second reload. The retaining cap was on until they loaded with the reload. They removed the stapler retaining cap. The tech closes the jaws of the device and hands it off to the surgeon who places it through the trocar. To remove the kidney. Once down the trocar the surgeon is unable to open the stapler. The rep was not there to confirm if the reverse switch was attempted and the surgical team does not remember. There is no time to trouble shoot the device during the case. A brand new stapler is pulled with a new reload and is able to complete the transection with the new device and new reload. No patient harm was reported.